Event description:
Family member states pt was found at 3:30 pm by police. The customer was dead when found. The customer didn't show up for work and their job sent police to check on pt. The customers body was then taken to the coroners. The coroner states they had been dead for at least 24 hours. The coroner stated death was due to diabetic coma. Customer didn't use controls. The family member called because they saw readings in the customer diary in the 900's. The family member did not allege that the device contributed to the death. They believe the customer was reading the device upside down. Unsure if customer had taken insulin. A request was made for the return of the suspect device.